Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, an infection occurred. The patient had recently been implanted and had developed a pocket infection. The patient was hospitalized and received antibiotic therapy which was noted to have not worked. The health care professional had weaned the patient off the drug and planned to explant the pump. Additional information received further indicated the device system was used to deliver marcaine and dilaudid. The symptoms the patient experienced were redness and swelling. A catheter dislodgement/migration was also reported. The catheter was cut during attempts to locate, which caused the catheter to retract into the subarachnoid space. A CT scan showed the catheter in the subarachnoid space. Surgical intervention was implemented on the pump and catheter. The patient was noted to have recovered without sequelae.

Manufacturer narrative:
(B)(4).